Event description:
Event description cpi received information that during attempted interrogation of this implantable cardioverter defibrillator (ICD), an 'out of range' message was displayed and no tones were elicited upon magnet application.